Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: management of device embolization following left atrial appendage closure: two cases and a review of the literature.

Event description:
The article, "management of device embolization following left atrial appendage closure: two cases and a review of the literature", was reviewed. The article presented a case study of 63-year-old male patient with paroxysmal atrial fibrillation (paf), cerebral amyloid angiopathy, a history of ischemic stroke, and hypertension. It was reported that on an unknown date, a 20mm amplatzer amulet was chosen for implant. One week post-procedure, the patient presented to the emergency department with complaints of bilateral leg claudication. A control transthoracic echocardiography (tte) observed the amplatzer amulet was not in the left atrial appendage. A thoracic and abdominal computerized tomography (CT) angiography scan revealed that the device had embolized to the terminal aorta, and there was a type b aortic dissection flap starting from the distal left subclavian artery and extending to the distal thoracic aorta. A decision was made to explant the device via transcatheter snare. However, the device could not be inserted into the sheath and became lodged at the vascular site. A clamp was used and the device was successfully drawn from the femoral artery. Focal dissections in the right external iliac and common femoral arteries were noted via control thoracic and abdominal CT angiography. No additional intervention was performed on the patient, and the remaining hospital stay was uneventful. The patient was admitted for a control visit one month post-intervention and had no complaints. In the control thoracic and abdominal CT angiography, it was seen that the dissection lines remained stable and did not progress. [The primary and corresponding author was ahmet kivrak, department of cardiology, hacettepe university faculty of medicine, hacettepe neighborhood, 06230, ankara, turkey, with corresponding email: a.kivrak89@gmail.com].

Manufacturer narrative:
As reported in a research article, an 20 mm amulet was implanted in a 63-year-old male patient with paroxysmal atrial fibrillation (paf), cerebral amyloid angiopathy, a history of ischemic stroke, and hypertension. One week post-procedure, the patient presented to the emergency department with complaints of bilateral leg claudication. A thoracic and abdominal computerized tomography angiography scan revealed that the device had embolized to the terminal aorta, and there was a type b aortic dissection flap starting from the distal left subclavian artery and extending to the distal thoracic aorta. An unsuccessful attempt was made to explant the device via transcatheter snare. A clamp was used and the device was successfully drawn from the femoral artery. No additional intervention was performed on the patient, and the remaining hospital stay was uneventful. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: management of device embolization following left atrial appendage closure: two cases and a review of the literature.

Event description:
N/a